Event description:
It was reported that the patient presented for follow up with noise exhibited by the right ventricular lead. No intervention was reported. Further information was requested but not received.

Event description:
New information noted that right ventricular (rv) lead exhibited noise over-sensing causing pacing inhibition. The rv lead was reprogrammed on 04 apr 2022. The patient was in stable condition.